Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda) with recurrent mitral regurgitation. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating degenerative mitral regurgitation (mr) with a grade of 4+. The patient anatomy included a pre-existing chordal rupture and posterior leaflet prolapse. One clip was implanted and the mr was reduced from grade 4+ to grade 1+. Two days post procedure, echocardiogram noted that the mr was grade 2; however, the patient experienced no symptoms and was discharged. The patient was re-hospitalized on (B)(6) 2021, with reports of dyspnea and feeling tired. Echocardiogram performed on (B)(6) 2021 showed that the clip detached from the anterior leaflet and the mr increased to grade 4+. The patient remains hospitalized; however, no additional intervention has been performed. The patient is in stable condition. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effects of recurrent mitral regurgitation (mr) fatigue, and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) could not be determined. The reported patient effects of recurrent mr, fatigue, and dyspnea appear to have been cascading events of the reported incomplete coaptation/slda. The reported hospitalization was a result of case-specific circumstances, as the patient was re-hospitalized for dyspnea and fatigue. There is no indication of a product quality issue with respect to manufacture, design or labeling.